Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the tsw35 device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was partially fired and the right side was fully fired. The cartridge lockout was found normal. In addition the left wedge was found damaged. The damage found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Event description:
It was reported that during a vats lobectomy procedure, the device partially fired across the pulmonary vein. The staple line was incomplete on the specimen side of the firing. It was complete and intact, without issue, on the side of the pulmonary vein that remained in situ. The only bleeding that took place was back bleeding from the specimen being removed from the patient, and this was due to an incomplete staple line on the specimen side of the pulmonary vein. There was no need for a transfusion, as the only blood loss was blood back bleeding from the specimen, which was being removed in any case. The surgeon felt some resistance from the device part way through the firing, which was noted to be unusual. Another device was used to complete the procedure. There was no adverse consequence to the patient.